Event description:
It was reported that this electrode exhibited t wave oversensing leading into inappropriate shocks in two episodes. The device was programmed in alternate during the shocks and was reprogrammed to primary vector. The plan is to continue monitoring. This electrode remains in service. No adverse patient effects were reported.